Event description:
On 10/28/1998 or manager, reported that on 10/28/1998, dr was using the endolumina ii transillumination system during a surgical procedure. As the device was passed through the pt's esophagus, the device met some resistance. The surgeon was unable to see the light from the device's tip and asked the anesthesiologist to withdraw the device. When the ets was withdrawn, the tip had become detached from the device's transillumination cable. The tip remained within the pt's gastro/esophagael tract. A gastrointestinal physician was called into the o.r. To retrieve the tip via endoscopy. It was reported that there was no adverse effect to the pt. However, as a result of this incident, the surgery was extended by 30 to 45 minutes.